Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
As the physician flushes the catheter with saline prior to insertion, saline came squirting in three different directions from the hub.

Event description:
As the physician flushes the catheter with saline prior to insertion, saline came squirting in three different directions from the hub.

Manufacturer narrative:
The complaint was forwarded to our parent company in (B)(4) for their evaluation. The investigation summary is as follows. This complaint is confirmed. A tension crack was visible including some residues of wiped off uv glue, which ran from the stopper before curing. This is a non-systematic well-known defect. It occurs after a longer time of product storage. With change control (B)(4) the tightening torque has been reduced from 5,5 to 3,5 ncm to avoid future recurrence of tension cracks inside the ll-hub for stylet fixation. But if the y-piece becomes damaged by uv glue this defect might occur nevertheless. This modification was done in september 2016. The reported catheter has been produced after the modification was done. No abnormalities found in batch history records. This the 2nd complaint received for this batch and for this code regarding tension cracks at the y-piece within the last 3 years.